Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. (Sae info) performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the transmitter and app were unable to establish a connection. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. As stated in the initial MDR, performance data was reviewed. The allegation was not confirmed via product investigation. However, it was found that a signal loss over one hour occurred. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a transmitter battery issue occurred. On (B)(6) 2024, the patient experienced early expiration of the transmitter when the sensor session ended as expected on (B)(6) 2024 however the transmitter still had 10 more days of use. The patient reportedly observed a message on the display reading "pair new transmitter." The patient did not have another transmitter; therefore, a new sensor session was not started. The patient was relying on his bg (blood glucose) meter and set his unspecified pump to manual mode. Because the pump did not have egvs (estimated glucose value), no aid (automated insulin delivery) would have been available to suspend insulin delivery in response to hypoglycemia. As a result, the patient said he woke up early in the morning of (B)(6) 2024 when he saw his blood sugar reading at 40 mg/dl through his manual meter. The patient reportedly wasn't able to mention the exact time, he just said that he felt disoriented and went downstairs right away to drink juice. The patient went downstairs and drank a lot of juice, but the patient passed out. The patient reportedly could not remember how many hours/minutes he passed out. When the patient woke up, he drank more juice and did a manual meter which was 70mg/dl. According to the report, the patient did not call 911. After he regained consciousness and felt better with blood sugar going higher, he went back to sleep. The patient said his children woke him up around 7:30 am. His blood sugar at that time was already at 130 mg/dl. Of note, the patient was out of an active sensor session approximately 8hrs after his transmitter had failed which resulted him to passed out. At the time of the report the same day, the patient was reportedly much better. There was no documentation of further medical evaluation or intervention for loss of consciousness with hypoglycemic shock. Performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation was not confirmed. However, signal loss of over an hour was found in connection to the transmitter and app were unable to establish a connection. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.